Event description:
It was reported that during the insertion of an intraocular lens the haptic ripped. The incision was enlarged, the lens was removed intraoperatively, and sutures were placed. Another lens was implanted successfully. Please reference MDR#: 1119279-2013-00060 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.